Event description:
It was reported that during implant attempt, there was positioning/fixation difficulty and difficult patient anatomy. After multiple attempts the lead was implanted, but the helix would not advance. High impedance was also noted. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, , the distal conductor was fractured (overstress), the inner tubing was kinked/buckled, the lead was damaged at implant, there was blood noted on the helix mechanism and helix mechanism (sleeve head), and blood/body fluid (not obstructed) was noted on the distal conductor; full lead returned and analyzed.